Manufacturer narrative:
The service technician reported during evaluation of the unit, a phenomenon, in which the navigation ring did not respond at all, was observed. The service technician replaced the front bezel to address the reported issue.

Manufacturer narrative:
Part was received, and previous investigations have shown the navigation-ring failures have been attributed to liquid ingress; liquid ingress, specifically of cleaning solutions and related debris, can cause erratic settings, intermittent operation and general encoder failure by causing shorts in the electronic components.

Manufacturer narrative:
G5:510(k)#: k102985. B4:10aug2021. After reviewing the file it was determined that the unit was in clinical use, but no patient harm reported. No delay in therapy and no medical intervention reported.

Event description:
The customer reported that the nav-ring and enter button failed to respond well. The service technician confirmed in the repair center that the navigation ring was unresponsive. The other reported issue that the enter button fails to respond was unable to be confirmed and there was no abnormality observed regarding this issue. Front bezel needs to be replaced. The customer reported that the unit was not in use on a patient. It was discovered during a pre-use check performed in the hospital. No delay in therapy reported. The service technician confirmed in the repair center that the navigation ring was unresponsive. The other reported issue that the enter button fails to respond was unable to be confirmed and there was no abnormality observed regarding this issue. Front bezel needs to be replaced.